Event description:
It was reported the patients blood glucose level rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 37 and 48 hours on the leg. The patient noticed insulin leaking and placed a new pod as treatment.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. During the investigation the device could not be downloaded. Traces of liquid were found on the catch beam. The rear sma wire anchor showed some discoloration. The batteries were found to be depleted. A test was performed for a internal leak but none was found. The cause of the possible liquid could not be determined. The cause of this data loss could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.